Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR: 2134265-2016-10399. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A 30mm watchman ® laa closure device & delivery system was used with a watchman® access system. The watchman closure device was implanted with no recapture performed. A complete seal was noted and appropriate compression confirmed. However, at the end of the case a one centimeter effusion was noted. No intervention was performed; they were monitored and remained stable. The patient was not on warfarin at this point and their international normalized ratio (inr) was 1.0. No further patient complications were reported and the patient's current status is fine.